Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that interaction with the anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the absolute pro self expanding stent system (ses) was advanced to the target lesion and deployment attempted however the thumbwheel was stuck and the stent would not deploy. Force was applied and the stent was able to be deployed. No additional information was provided.